Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Mages were submitted to medtronic for review. Two static images were provided for review of the event description above, which included a page from the patient¿s executive summary for anatomical review. The aortic root and ascending aorta appeared to be significantly calcified which might have contributed to the difficulty in advancing the delivery catheter system. The valve appeared to have been successfully implanted after the implementation of some tips and tricks. In this case, it appears that the use of the long sheath helped navigate the challenging anatomy. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient cond ition (e.g., blood chemistry). Per the physician, the calcification was due to the normal life cycle of the transcatheter bioprosthetic valve which led to failure of the valve. However, a conclusive root cause could not be determined with limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the calcification was due to the normal life cycle of the transcatheter bioprosthetic valve which led to failure of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 10 months following the implant of this transcatheter bioprosthetic valve, a gradient of 3.0 meters per second and calcified leaflets were observed. A non-medtronic guidewire was placed in the ventricle. The delivery catheter system (dcs) was advance around the aortic arch. As the dcs made contact with the outflow of the existing transcatheter aortic valve (tav), resistance was observed. The dcs could not advance. As the physician pushed on the dcs, the outflow crown was deflecting the dcs downward. Several attempts were made to pull back and re-advance the dcs. Subsequently, the dcs could not get pasted the outflow of the existing tav. The guidewire was withdrawn and re-crossed with a pigtail catheter. A confida guidewire was inserted in the left ventricle. The dcs could not advance past the outflow of the tav. The dcs was withdrawn. An 18 french 65 centimeter non-medtronic sheath was inserted. The sheath went around the aortic arch to the top of the outflow crown of the tav. The dcs was inserted through the 18 french sheath. As the dcs exited the tip of the sheath, resistance was observed. The dcs was able to pass the outflow strut. The valve was implanted successfully within the previously implanted tav. No additional adverse patient effects were reported.